Event description:
It was reported that they sent in data files showing a failed mixing pump in an arctic sun device and requested a quote for the 2k hour service and stated no loaner was needed. Per investigator notification received on 05jun2023, it was reported that the double bend tube and the chiller evaporator outlet tube found expanded during servicing and tank seals found lifted from the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During decontamination, a test mixing pump was installed to cool. Mixing pump was serviced during the pm. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tank seals found lifted from the tank. The device underwent pm servicing while in for repair. Serviced circulation pump and mixing pump. Replaced heater, both manifold o-rings and drain valves. Double bend tube and chiller evaporator outlet tube were replaced. Tanks seals were replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they sent in data files showing a failed mixing pump in an arctic sun device and requested a quote for the 2k hour service and stated no loaner was needed.